Event description:
During the implant procedure, the sensor was placed successfully. After deployment of the sensor, the patient experienced hemoptysis. All devices were removed from the patient, and she was sent to have a CT scan. The CT scan did not confirm a perforation. It was decided for the patient's safety to intubate them and to admit them to the ICU for observation. The patient was currently in stable condition. There were no performance issues with the delivery catheter.

Event description:
Additional information indicates that the calibration of the sensor was delayed following hemoptysis and occurred on (B)(6) 2022; the implant and hemoptysis occurred on the previous day, march 30, 2022.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.